Event description:
Customer reported that charger port was malfunctioning, requiring them to hold the cord in a certain way for pump to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken by technical support.